Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device wavelet was programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope and fell causing abrasions and contusions during an episode of atrial tachycardia that was indicated to be av node re-entrantant tachycardia. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.